Event description:
The affiliate reports that the customer decided to use a flexible (B)(4) marker for an ultrasound guided marker delivery procedure in combination with the vacora coaxial cannula for guidance. They did not take any specimen prior to delivery of the marker. During pulling back the hydromark device after delivery of the marker, the small pink tip of the flexible delivery system was broken/cut off and left behind in the breast.

Manufacturer narrative:
(B)(4). Investigation summary: the device has not yet been received for analysis. It was shipped from customer on 07/15,2015. Based on the event description, two scenarios are possible: "they did not take any specimen" - if there was no cavity available for deployment of the marker, the physician may have had difficulty in both insertion and removal of the marker applicator; and tip shear is a potential failure mode that can happen whenever the applicator shaft is exposed to the sharp edges of the biopsy probes. Biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. The marker is deployed through the aperture of the probe following a biopsy procedure. If applicator meets resistance during deployment and additional force is used to deploy the marker, the applicator could be pushed too far into the aperture, which could result in the applicator catching on one of these sharp edges and shearing. However, without the device, it cannot be confirmed that it did shear. An analysis of the market device will be completed upon receipt. Current patient follow up care info is not known at this time. However, due to the potential subsequent procedure or other treatment intervention, we are submitting this medwatch report.

Manufacturer narrative:
The investigation was not completed at the time of the initial report. On (B)(6) 2015, one 4010-01-08-t3 marker from lot 100029303 was received from the customer for evaluation. The device had evidence of use in a procedure. The pink tip of the device applicator was missing, confirming the reported tip shear. The root cause, however, could not be confirmed.